Manufacturer narrative:
(B)(4). Conclusion: the device information for use warns, ¿when closing facial wounds near the eye with dermabond adhesive, position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective in preventing inadvertent flow of adhesive into the eye.¿

Event description:
It was reported that a patient underwent an upper eyelid laceration closure on (B)(6) 2015 and a topical skin adhesive was used. During the procedure, the adhesive ran down the patient¿s eyelid and glued it shut. Additional information has been requested.